Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had a rate dial that was not functioning. It was indicated that the encoder switch assembly was out of specification electrically. It was also indicated that the display and battery wires were pinched but the insulation was not compromised. It was also indicated that the hanger assembly was corroded and the shorting bar for the battery was corroded. These parts were replaced and the epg passed final functional and system tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported that the external pulse generator (epg) had a rate dial that was not functioning. The rate was stuck on eighty beats per minute and could not be adjusted. The epg was returned for service. No patient complications have been reported as a result of this event.